Event description:
Legal counsel reported patient underwent a right total hip arthroplasty on (B)(6) 2008 and a left total hip arthroplasty on (B)(6) 2006. Subsequently, the left hip was revised on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, dislocations, metallosis and elevated metal ion levels. No revision surgery has been reported for the right hip. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "wear and/or deformation of articulating surfaces. " this report is number 4 of 5 mdrs filed for the same patient (reference 1825034-2014-04161/-04162/-04163/-04164 /-07608).

Event description:
Legal counsel reported patient underwent a right total hip arthroplasty on (B)(6) 2008 and a left total hip arthroplasty on (B)(6) 2006. Subsequently, the left hip was revised on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, dislocations, metallosis and elevated metal ion levels. No revision surgery has been reported for the right hip. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a left hip revision on (B)(6) 2007 due to pain and a clunking sensation. Revision operative report noted the presence of clear straw-colored fluid and an osteophyte creating an impingement. The stem and acetabular cup were well fixed. The modular head and taper adapter were removed and replaced. Operative report patient underwent an additional left hip revision on (B)(6) 2013 due to pain. Revision operative report noted the presence of milky fluid consistent with metallosis, blackened tissue, bone loss, and cysts. The modular head, taper adapter and acetabular cup were removed and replaced with a competitor's acetabular system and a biomet head. Operative report noted patient underwent a right hip revision on (B)(6) 2014 due to metal-on-metal wear. Revision operative report noted the presence of dark tissue and wear debris. The modular head, taper adapter and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2014-04161/-04162/-04163/-04164).